Event description:
It was reported during a lobectomy procedure, on the second and third firing, the staples did not form correctly. A new instrument was used to complete the case. There was no adverse pt consequence.